Manufacturer narrative:
Case (B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
On (B)(6) 2018, a (B)(6) male underwent a vats totally thorascopic maze with laam. The patient was off-pump and was heparinized with an act in excess of 300. The cobra fusion 150 was used for the ablation and there was difficulty routing fusion magnets which delayed the procedure. The surgeon confirmed the device was not placed on the left atrial appendage. He confirmed it by looking through the transverse sinus with the scope and over aorta to confirm not on laa. Fat on the intra-atrial groove resected and on the roof cauterized with the mlp1. At some point post procedure, the patient had a stroke.